Event description:
Multi organ failure (multiple organ dysfunction syndrome).

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a patient's surgeon on (B)(6) 2022, regarding a patient of an unknown demographics who experienced multi organ failure. Medical history and concomitant medications were not provided. On (B)(6) 2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips left and right, bsc hood surface, settling plate left and right, sleeve left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate left and right, sleeve left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as 0.1 pass. On (B)(6) 2022, the patient received 98 epicel grafts (cultured epidermal autografts) (lot number: ee02918; expiration date: 12-jan-2022 for thermal burn. On (B)(6) 2022, the patient expired due to multi organ failure (pt: multiple organ dysfunction syndrome). The reporter did not provide causality assessment for the event. No further information was provided. Additional information was received on 08-feb-2022 and was processed together with the initial. Company comment: multi organ failure is unlisted according to the epicel dfu. Approximately three weeks receiving 98 epicel grafts for thermal burns, the patient developed multi organ failure and died of it. The number of epicel grafts implies that the patient had extensive burns which could have plead to multi organ failure. No information regarding relevant medical history, concomitant medications, clinical course or autopsy report (if performed) was provided. Considering the fact that there was no evidence to suggest that epicel caused the event and the circumstances leading to the event are unknown, company assessed causality for multi organ failure as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR. The case qualifies as a 15-day report since the event is serious and unlisted.

Event description:
Multi organ failure [multiple organ dysfunction syndrome].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a patient's surgeon on (B)(6) 2022, regarding a patient of an unknown demographics who experienced multi organ failure. Medical history and concomitant medications were not provided. On 11-jan-2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as 0.1 pass. On (B)(6) 2022, the patient received 98 epicel grafts (cultured epidermal autografts) (lot number: ee02918; expiration date: 12-jan-2022) for thermal burn. On (B)(6) 2022, the patient expired due to multi organ failure (pt: multiple organ dysfunction syndrome). The reporter did not provide causality assessment for the event. No further information was provided. Additional information was received on 08-feb-2022 and was processed together with the initial. Need for significant correction was identified on (B)(6) 2022; corrections included change in listedness of the event of multi organ failure (pt: multiple organ dysfunction syndrome) from unlisted to listed. Company comment: multi organ failure is listed according to the epicel dfu. Approximately three weeks receiving 98 epicel grafts for thermal burns, the patient developed multi organ failure and died of it. The number of epicel grafts implies that the patient had extensive burns which could have plead to multi organ failure. No information regarding relevant medical history, concomitant medications, clinical course or autopsy report (if performed) was provided. Considering the fact that there was no evidence to suggest that epicel caused the event and the circumstances leading to the event are unknown, company assessed causality for multi organ failure as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR or a 15 day report since the event is listed.